Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. An x-ray was done which confirmed that the lead was dislodged and was in the superior vena cava, close to the tricuspid. Upon additional information received from the field representative, the implanting physician believes that this lead dislodged due to its poor design. This ra lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation was not confirmed and met specifications. No irregularities were noted at tip region of the lead that could be contribute to dislodgement.